Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic nephrectomy procedure, two tb-0535fcss and two td-tb400s were used. In the procedure, probe damage error (u504) occurred with the first tb-0535fcs and the first td-tb400. The user replaced the first tb-0535fcs with the second tb-0535fcs. However, probe damage error (u504) occurred again with the second tb-0535fcs and the first td-tb400. The user replaced the first td-tb400 with the second td-tb400, the error was not resolved. Since there was no more available td-tb400, the procedure was shifted to the open surgery. It was reported that the procedure completed without delay. No further information was provided. This is the report regarding the switching to the open surgery with the first td-tb400.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The investigation was carried out by connecting the devices owned by aomori olympus and the subject device (the transducer). However, the reported error could not be reproduced. There were no abnormalities on the characteristic values to affect output except for amplitude value. The amplitude value increased from the initial value. A part of the transducer plug was broken. The manufacturing record was reviewed and found no irregularities. We could not identify the root cause and the relationship between the subject device and the reported event since the reported event could not be reproduced.